Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. While a definitive root cause could not be determined, it is possible that a jam occurred at the plunger rod assembly process inducing damages to the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot # 9140782 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: while a definitive root cause could not be determined, it is possible that a jam occurred at the plunger rod assembly process inducing damages to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that after finishing the patient's infusion, the handle of the bd posiflush¿ syringe's barrel was found damaged before using it to seal the tube. The following information was provided by the initial reporter, translated from chinese to english: after the infusion for patient was finished on 11:30, (B)(6) 2020, the handle of the syringe' s barrel was damaged before the using of the prefilled catheter irrigator to seal the tube, it didn't use on the child, and there was no harmful effects.